Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, during advancement of the valve through the 16fr esheath+, the operator noted extra resistance when attempting to pass the distal portion of the sheath. Post procedure inspection revealed that the distal tip of the esheath+ exhibited a serrated appearance. There were no abnormal findings related to the femoral artery. The tavr procedure was ultimately completed successfully. Patient was discharged home. As per images provided, a esheath distal tip torn could be observed. The perceived root cause of the event was not clear but maybe caught on calcium, but nothing concerning on CT report.